Manufacturer narrative:
This is MDR 1 of 2 for this event. B2: other serious - even though there was no reintervention the final regurgitation reduction was impacted by the event. E1 additional information (telephone number): (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per the report received from the united kingdom, edwards received notification of a pascal procedure in the mitral position. Post procedure, there was a single leaflet device attachment (slda) with the second device implanted, and it possibly interacted with the first device, causing another slda. The patient had a large flail with a significant amount of redundant tissue. Prior to the procedure, the lv function was described as moderate. The procedure was a difficult capture with multiple attempts, 2 devices were implanted. The initial mitral regurgitation (mr) grade was severe and decreased to moderate post-procedure. Approximately on pod 1, the posterior leaflet of the second device became detached, leading to an slda. Once the slda occurred, movement of the second device possibly caused interaction with the first device, resulting in detachment of the anterior leaflet of the first device. After slda occurred, mr became moderate to severe. Lv function deteriorated during the procedure. Following device placement and reduction of mr, flow normalized, revealing further deterioration in lv function. After the procedure, the patient developed cardiogenic shock and multi-organ failure. The patient is currently on palliative care.